Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted cs 052 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs052 slave communication error alarms on (B)(6) 2016. The battery compartment and battery cap were undamaged and were able to fit securely. During investigation, the ez-prime steps were performed correctly and the pump was exercised for 24 hours and no cs052 alarms occurred. The upload was successful; the pump powers up and all processors communicated within specification. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. The complaint of cs052 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.